Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was located in the mid left circumflex (lcx) with heavy tortuosity and heavy calcification. A 6 french non-abbott guiding catheter and a 0.014 non-abbott guide wire were advanced. The 4.0 x 28 mm xience prime stent was advanced, but it did not cross, as the vessel was very calcified. The shaft separated during retraction. No intervention was required, as the device was able to be retracted from the anatomy without issue. No resistance was reported, prior to the shaft separation. The device was exchanged for a non-abbott stent, which was able to cross and was successfully placed. There was no clinically significant delay of procedure reported. There were no adverse patient effects and the patient was reported to be fine. No additional information was provided.